Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error on her insulin pump. She stated, she was going to turn her sensor on and the device alarmed. The device is now frozen. Customer's blood glucose is 173 mg/dl. There were no significant events leading to the alarm. Replacing the battery did not resolve the issue. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to escape and act buttons on keypad traces. No button error alarm during testing. The insulin pump has minor scratched lcd window, cracked case at display window corners, cracked belt clip slot and cracked reservoir tube lip.